Event description:
It was reported that when removing the duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography procedure, the distal cover cracked, fell into the patient, and was quickly retrieved. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the following was determined: 1. The distal cover was insufficiently attached to the endoscope. 2. A load applied to the device during use may have caused the distal cover to detach from the endoscope. Moreover, the cause of the distal cover cracks are as follows: 1. The connection of the distal cover and the endoscope became unstable, and a load increased during use resulting in a crack. 2. A chemical solution adhered to the subject device, generating chemical stress to make a crack. The event can be detected/prevented by following the instructions for use (IFU) in section: operation manual: chapter 4 (section 4.1) ¿ detection. Chapter 3 (section 3.5) ¿ prevention. This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that an anti-fog agent was used with the device. Although re-instruction was provided in may 2024 regarding the procedure of attaching the distal cover and the method for pre-use inspection, it is unknown whether an appropriate pre-use inspection was performed.